Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized after experiencing a blood glucose (bg) level of 1000 (mg/dl). Reportedly, the customer believed something was wrong with their infusion set or site; however, the customer did not remove their site to confirm. Multiple boluses and injections were delivered prior to hospitalization to address bg levels. While hospitalized, the customer was treated with intravenous insulin and also received dialysis. The customer was still hospitalized at the time the event was reported. Multiple unsuccessful attempts were made to gather additional information.